Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mail stated that while using an (B)(6) electric toothbrush, the vibrating end/lower bristle mount of the dual clean replacement brush head came off in their mouth. No injury was reported.